Manufacturer narrative:
Tech recommended that left hand siderail controls be replaced to resolve issue. The account has not contacted tech with status of this fix. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head of bed raised unintentionally.